Manufacturer narrative:
The field service found the naoh rinse nozzle was leaking onto the rinse head and the check valve was cracked for the detergent. He replaced the check valve and adjusted the rinse and detergent dispense levels. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable albumin result from the cobas 8000 c702 module. The initial result was 1.6 g/dl. As this result was found to be unbelievable, the sample was repeated. The repeat result was 4.2 g/dl and was deemed correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The customer found excessive buildup beneath the reaction cell splash guards. The investigation is ongoing.